Event description:
A nurse reports that a tear was noted in the intraocular lens (iol) following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.